Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The fse advised the customer to replace the flow sensor assembly and provided the part information.

Event description:
It was reported that the unit failed air flow accuracy testing and that the customer is seeking the next course of action. The air flow display 1 lpm when set at 0. There was no patient involvement.